Event description:
It was reported that an ilet user experienced inability to proceed after a cartridge change, with elevated glucose and consecutive stalled motor indications; a dry run to 120 units was successful and, after replacing all supplies, normal operation resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with a mechanical problem identified during troubleshooting; no manufacturing deficiency was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.